Manufacturer narrative:
This product is not sold in the u.s. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
(B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The investigation has been reopened due to receiving additional information. Depuy will notify the FDA when the investigation is complete.

Manufacturer narrative:
This complaint is still under investigation.

Manufacturer narrative:
Examination of the returned devices confirms the presence of minimal tribiological matter on both male and female tapers. Both male and female tapers and in relatively good condition. Additional event information was requested but not provided. Heavy damage, likely from extraction, is noted on the head, stem, and insert. Abnormal wear is not found on the articulating surfaces of the femoral head and insert during the visual evaluation. Patient x-rays were not made available to confirm loosening, however, it was initially reported the implants were found to have loosened due to acetabular and femoral osteolysis. It was also reported the acetabular cup remains implanted in the patient and was found to have been firmly fixed. A search of the complaints databases finds no other reports against the provided product/lot code combinations. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Event description:
According to the surgeon, the implants were found loosened due to osteolysis around the acetabulum and femur.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.